Event description:
Healthcare professional reported MRI findings of "small fluid accumulation around the left device (max diameter 2mm)". Device has been explanted and discarded.

Manufacturer narrative:
Continued adverse event problem health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: visual analysis of the photographs identified: seroma late: unable to observe as it is a medical event that is not related to the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late onset.